Event description:
A user facility reported 3m¿ ranger¿ blood/fluid warming high flow set leaked during priming, before use. No injuries or medical interventions were required due to the alleged malfunction.

Manufacturer narrative:
Based on the photo provided, a likely cause is a heat exchanger leak. Possible causes of heat exchanger leaks include over-pressurization above 300mmhg, insertion or removal of pressurized heat exchanger from heating unit, and heat exchanger not fully inserted into the heating unit. A review of the batch record showed this lot met all specification for product release and no deviations were found that could have caused or contributed to the reported malfunction. Solventum will continue to monitor.